Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the flow sensor cross check failing and a leak in the small connection tubing of the humidifier. The se rebuilt the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a circuit disconnect alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.